Event description:
It was reported that one day post implant there was an episode of oversensing which could not be reproduced. The episode was stored as a ventricular high rate twice. Chest x-ray looked the same as at implant. The incident coincided with hospital equipment being brought into the patient¿s hospital room. Electromagnetic interference was suspected but not confirmed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted (B)(4).